Event description:
Pt had a left total knee replacement on 2/22/91 and developed a fairly sudden valgus angulation of the knee and a scraping type feeling. It was determined that allegedly the tibial poly component failed and the device was explanted on 9/13/96. It's failure to meet expectations results in a second surgical procedure and prolonged hospitalization for the pt.

Manufacturer narrative:
Conclusion statement: records reviewed of product lot file and found to be complete, accurate, and acceptable. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.